Manufacturer narrative:
The device referenced in this report was discarded by the user facility after the procedure therefore, a physical examination could not be performed. Based on the provided information, the patient coded and subsequently expired after a successful ivl procedure. The ivl device performed as intended; the cause for the cardiogenic shock experienced by the patient and subsequent death during the final stages of the intervention could not be conclusively determined with the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) balloon was used in a patient who underwent a high-risk percutaneous coronary intervention (pci) to treat a highly calcified de novo lesion in the left anterior descending artery (lad). The ivl balloon successfully delivered 80 pulses. Post ivl, the target lesion was dilated with a non-compliant (nc) balloon to enlarge the opening and further expanded with a drug-eluting stent (des) using a kiss-pot (proximal optimization technique) across the ostial circumflex. The left main coronary artery (lmca) was also diseased and once stented with a medicated stent, visualization of the stents was seen to be widely open. At this time, the patient developed hypotension (bp dropped to 67/43 mmhg) and hearbeat rate of 48 and continued to decline. The patient's level of consciousness (loc) was impaired, and the oxygen level saturation (desats) was undetectable. The patient went into electromechanical dissociation (emd). The patient was given epinephrine boluses, cardiopulmonary resuscitation (CPR), cardioversion and intubation however, the patient coded and subsequently expired.